Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during pumping. Customer¿s blood glucose (bg) level was not reported, but was adversely affected. Customer delivered manual injection to correct bg level. Reportedly, the customer performed a cartridge change resolving the issue.